Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The pediatric patient noticed inaccuracies on (B)(6) 2023. On (B)(6) 2023, the patient had inaccuracies again and experienced vomiting, nausea, dehydration, urination and back pain. The patient stated that they did not receive enough insulin from his insulin pump due to inaccurate radings (no values provided). The patient's parent reported the numbers were off and the cgm was 4-60 mg/dl higher than the bg. At one point, the pump display device showed high while the bg was 200 mg/dl. While the cgm wasn't working, the bg values were: 285, 286, high, 389 mg/dl. The patient's parent attempted to manage the patient's symptoms and hyperglycemic state per routine diabetes management; however, symptoms persisted. The patient was taken to the hospital on (B)(6) 2023 and was admitted to the intensive care unit (ICU) for diabetic ketoacidosis. The patient was treated with humalog insulin (100 units). It was reported that some time on (B)(6) 2023, the insulin pump was showing high and the bg was 200 mg/dl. The patient was discharged on (B)(6) 2023. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.